Manufacturer narrative:
The insulin pump had missing segments/partial display due to cracked & bleeding lcd glass. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to lcd damaged. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a partial display anomaly; the screen did not fully appear. The patient's blood glucose at the time of incident was 176 mg/dl. During troubleshooting a battery change would not resolve the display issue. The device was neither bumped nor dropped. The insulin pump was returned for analysis.